Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken missing broken part. We were unable to confirm if customer received sensor damaged due to customer returning opened/used. We were unable to confirm adhesive anomaly on opened/used sensor.

Event description:
The customer called and reported her sensor fell out, due to perspiration. Customer's blood glucose was 40 mg/dl, which was treated with food. Insertion techniques were reviewed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.